Event description:
The arm would not line up on trajectory and was high. The arm was manually pushed down, but motion was very slow. It appeared that trajectory was off.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation could not verify whether there was any system malfunction. A root cause could not be determined due to insufficient information. The software case logs that were provided to the applications team for investigation did not contain information from the time period of which the event took place. The correct case logs could not be obtained after multiple good faith attempts. The cause of the reported issue was traced to user technique.